Manufacturer narrative:
Continuation of d10: product ID 8709sc serial# (B)(6) product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 09-feb-2012, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via company representative (rep) regarding the patient receiving baclofen 412 mcg ml/ 2000 mcg/ml via implantable pump. The indication use was for intractable spasticity. The company representative (rep) had a routine pump replacement done on (B)(6) 2023 and after the pump replacement, the patient had increased spasticity and fever symptoms. The catheter did not aspirated after it was reconnected to the new pump. They attempted a catheter access port (cap) dye study but were having difficulty aspirating and when they did the fluid was reddish brown. They reattempted to access and aspirate was unsuccessful. The patient will go back to the operation room (or) for a catheter revision. Additional information was received from a consumer (con) via a company representative (rep). The patient weight was asked but unknown at this time. The cause of the catheter unable to aspirate was asked but unknown at this time. The patient went back for a surgery on (B)(6) 2023 to remove the pump from the pocket. They were able to aspirate over 2 ml from the catheter access port (cap) successfully. The healthcare provider (hcp) pushed dye through the catheter via the cap and there were no leaks observed. The pump was placed back in the pocket and attempted to aspirate again via cap. They successfully aspirated over 2 ml. It was determined that the catheter was patent. The issue was resolved. The cause of the increase spasticity, reddish brown, and fever symptoms were asked but unknown at this time. It was suspected that ¿ir¿ was not in the cap when dye study was performed, the study was done by flouro only. There was no additional information relating to spasticity. The provided information has been confirmed by the physician.